Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with pocket infection. When the pocket was opened, the ra lead looked dislodged as if the patient had twiddler¿s syndrome. The system was explanted. The patient is doing well.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.